Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the battery compartment is cracked above and below the bumper pad. No corrosion observed in the battery compartment. Leak test fails due to battery compartment leak. Removed pump cover; internal moisture was observed on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.